Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a heater-cooler system 3t displaying an error code associated to patient pump malfunction during maintenance. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue. He replaced the distribution board and the patient pump 1. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Most likely the issue was caused by the defective motor electronics of the patient pump which led to the damages on the safety resistors on the distribution board.